Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to the ilet failed to connect reliably, with the dexcom app showing the sensor in warmup while the ilet experienced pairing difficulty; troubleshooting included turning off the phone¿s bluetooth, performing a settings toggle, restarting the ilet, and reentering the pairing code, after which the ilet displayed sensor warmup with remaining time. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized as intermittent communication failure, with involvement of electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.